Manufacturer narrative:
(B)(4) occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU) which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "access vessel diameter (measured inner wall to inner wall and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is "lumen, obstructed". This failure mode was determined after review of the provided event evaluation. A definitive root cause can not be determined or reported at this time. However, the pt's anatomy could have been a contributing factor to the obstructed lumen. If additional information becomes available the alters the scope or findings of this investigation, this report shall be amended at the appropriate time. We will continue to monitor for similar complaints. No additional actions required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure although there was severe circumferential calcification in both side of access vessel. Moreover, the pt's complication was chronic renal failure (dialysis), old myocardial infarction, coronary artery disease and torpor on left side of the body after encephalorrhagia. Final angiography revealed right internal iliac artery was occluded (1820334-2011-00202) and also blood flow to peripheral vessel seemed weakened (1830334-2011-00203). Another manufacturer's stent was placed into external iliac artery and the wrinkles of the iliac leg was smoothed out to ensure blood flow to peripheral vessel. The pt's condition after the procedure was not provided by reporter.